Event description:
The patient bent over a while back and felt a tear in his back and then the right side of stimulation didn¿t work. The patient was still getting good left leg coverage and helping his pain. High impedances of greater than 10,000 with electrodes 8-15 on the right was reported. The patient experienced a loss of therapy/stimulation coverage at the lead location. X-rays were performed; doctor notes on x-ray near the anchors in back there may be a compromise of one of the leads right at the anchor point. Reprogramming was performed, the company representative was able to get some right leg coverage with predominantly the left lead. The reprogramming seemed adequate for the patient to receive effective therapy on both left and right sides at the time of visit for the patient. There are no immediate plans to meet for follow up unless the patient deems necessary. No further interventions were planned to resolve the lead issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).